Event description:
It was reported that pump displayed cgm error 42 while customer used g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical support, error did not reoccur, and customer successfully started new sensor session, with no additional information received regarding the outcome of the event.